Event description:
It was reported that this right atrial (ra) lead was found to have been fractured and dislodged. The lead was noted to have been in the right ventricle (rv) indicating migration. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.